Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the device manufacture date for meter (B)(4) is unknown.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All test results were within range specification.

Event description:
A health profressional reported receiving inaccurate readings on their adc poc blood glucose meter. The health care professional reported receiving readings of 139 mg/dl and 142 mg/dl compared to two lab results of 406 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.